Event description:
Alleged issue: the catheter was pretested and balloon failed before insertion. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Device sample not received by manufacturer at this time.